Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable, pump won't run. Per reporter device also exhibited air bubbles in the line. It was reported that troubleshooting was unsuccessful. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).